Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz1884 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that pt had PICC inserted (B)(6) 2019 by (B)(6) catheter not flushing easily and withdrawal occlusion. Tpa ineffective. PICC removed (B)(6) and large kink noted in PICC 4.5 cm above the insertion site (internally).